Manufacturer narrative:
Review of the system logs found no errors were logged during the procedure and the system functioned normally with no indication of any system issues. Log review of the 4 subsequent procedures performed on the system showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: endoscope 0 degree, force feedback fenestrated bipolar forceps, long bipolar grasper, two tip-up fenestrated graspers, two curved bipolar dissectors, force feedback large needle driver, cadiere forceps, sureform 45 curved-tip stapler instrument. A site review found that no complaints have been reported for any of the products used. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. Review of the stapler logs found the sureform 45 curved-tip stapler instrument was installed on the system 12 times, and successfully fired 11 reloads (7 white, 1 blue, 3 green). On install 10, no clamping or firing was initiated by the user. There were no stapler related errors in the logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died while the surgeon was attempting to pass a stapler across the pulmonary artery, which the surgeon reports may not have been completely dissected free as resistance was felt. As a result, an injury occurred which led to bleeding and the patient ultimately expired. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted left upper lobe pulmonary lobectomy, the pulmonary artery (pa) was injured and the procedure was converted to an open approach. The patient expired during the procedure. The surgeon reported that the pa was lacerated when the sureform 45 curved-tip stapler was being passed between the bronchus and the pa. The surgeon thought there was room for the stapler, however, resistance was felt while maneuvering the stapler and the artery was injured causing bleeding. The surgeon speculated that there might not have been a complete dissection and the tissue became caught on the stapler, which caused the injury to the pa. The surgeon reported that the movement with the stapler was intended and it moved as expected. The procedure was emergently converted to an open approach. Ultimately, the patient expired in the operating room. The surgeon does not relate the pa injury to any da vinci system or instrument issue.